Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic six months post implant for follow up. Upon device interrogation, the right ventricular lead exhibited low impedance, noise and pacing inhibition. It was suspected that the lead insulation was damaged. Chest x-ray was performed and no anomalies were noted. No intervention was performed. The patient presented in clinic for follow up on (B)(6) 2018. Upon device interrogation, the lead continued to exhibit low impedance and over-sensing of noise leading to pacing inhibition. On (B)(6) patient presented for lead revision procedure. The patient experienced pain and discomfort at the start of the procedure. During lead revision, the lead appeared dislodged. Upon explanting and inspection of the lead, fluid in the insulation was observed. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found internal insulation abrasion noted at 7.4 cm to 8.3cm from the distal tip exposing the inner coil.